Event description:
Non-integration. It was reported that the implants in sites 10 and 14. Sites were grafted with allograft and have not been restored. No medical history reported and no further injury reported.

Event description:
Non-integration. It was reported that the implants in sites 10 and 14. Sites were grafted with allograft and have not been restored. No medical history reported and no further injury reported.